Event description:
Additional information was received from a health care provider (hcp). The patient was unable to find a hcp who would fill the pump, and appointments kept getting cancelled by the hcps. His original hcp, who filled it last, agreed to fill it one last time due to insurance issues.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving gabapentin with concentration 60 mg/ml at a dose rate of 25 mg/day and morphine with concentration 10 mg/ml at a dose rate of 4.2 mg/day via an implantable pump for non-malignant pain and complex regional pain syndrome type 1. It was reported that the patient, who resided in a nursing home, had missed their pump refill and experienced increased pain. The change in symptom/therapy occurred suddenly versus gradually. A pump alarm was heard but no clinician programmer was available. It was believed that the pump was empty. It was noted that as per the patient's chart, the pump was last refilled on (B)(6) 2016. It was indicated that the patient reported having heard an alarm that had been occurring for a week. At the programmed flow rate, this would make the pump empty. The patient did not have a managing physician. It was noted that the patient's previous managing physician would not see him anymore. Assistance was to be provided with helping the patient find a managing physician to refill their pump. The date of the event was (B)(6) 2016; the date (B)(6) 2016 is considered an approximate date of event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.